Manufacturer narrative:
Repair completed by third party.

Manufacturer narrative:
No report of patient involvement. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the adjustable pressure limiting valve was broken causing a loss of manual ventilation. There was no report of patient involvement.